Event description:
Placed in 1999. About 2/8/2000, pt began complain of pain around site. In 2000, during removal, the catheter broke after 3" were removed. Entire catheter removed without difficulty.